Event description:
It was reported that patient presented to the hospital for an unrelated evaluation and requested for device interrogation. Upon interrogation of the device, intermittent lead noises on non-sustained oversensing episodes were observed. Patient was asymptomatic. Noise was not reproducible with isometric evaluation, pocket manipulation or deep breathing. Due to no patient symptoms, physician elected to continue to monitor the patient.